Event description:
It was reported that the device failed the downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed 'downstream occlusion' high alarm. Functional testing was unable to duplicate the reported problem; however, it was verified in the event log. It was determined that the intermittent downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.